Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and dat tests or verify communicate to bg meter or possible over/under delivery anomaly and off no power, low battery due to failed batt test alarm. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
Customer states that she has also been having a lot of high in the past few weeks. Customer states that she knows that when she removes her set and smells the end it seems like insulin is not coming out and thinks that the pump is not delivering insulin towards the end of her reservoir .troubleshooting was performed . Products are expected to return.